Event description:
It was reported that a few months ago the patient had started feeling some shocking in his abdomen. His symptoms of nausea and vomiting also started back up again about the same time. The impedance was checked and it was at 949 ohms. An exploratory procedure was scheduled for (B)(6) 2013 to try and find the problem. Ten days later it was reported that a revision had been performed. It was stated that the patient did a lot of moving recently and started to experience some shocking from his device as well as an increase in their nausea and vomiting symptoms. Patient's leads and the battery were removed. These items were "thrown away." No erosion was present. The whole system was replaced since no problem could be found. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the symptoms resolved and the patient was doing "fine."

Manufacturer narrative:
According to manufacturer device registration database, the relevant history for this device was gastric stimulation and gastro intestinal/ pelvic floor instead of diabetes. Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) is no longer applicable.

Event description:
A patient reported an event that was previously reported, related to the device "zapping" them, and then added that the wires were all corroded and "stuff". There was no other information available at the time of the report.